Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket erosion and migration of their implantable pulse generator (ipg). The ipg system was explanted the following day. No further patient complications have been reported as a result of this event.